Event description:
User contacted support claiming that an allergic reaction to the menstrual disc (silicone) caused localized cyst development. Location, size, and number of cysts was not communicated. User stated a personal medical history involving allergies to a spermicidal sponge (polyurethane) which also caused cyst development, and an allergy to neoprene which causes welts and eczema. This is being considered a reportable adverse event because cysts are a permanent alteration to body structure and medical intervention is required to correct. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.